Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger of a bd¿ luer-lok was broken during use.

Event description:
It was reported that the plunger of a bd¿ luer-lok was broken during use.

Manufacturer narrative:
Investigation summary: one loose 5ml syringe with 0.8ml of medication and a clear tip cap was received. It was observed that one of the plunger rod ribs had a crack approximately 1.25¿ in length extending down from the thumb rest. The end of the crack came to a sharp point and was protruding over the top of the barrel and pointing outwards. Potential root cause for the broken plunger rod defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.